Event description:
It was reported that the tip of the plate holder was broken off flush inside the implant. The broken fragment was not retrieved and was left inside the patient. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the tip of the hex has sheared away from the instrument. Functional test of this device found that the hex will fail at 129 in/lb of torque. The breakage is likely due to over-torque.